Event description:
During a coronary drug eluting stenting treatment procedure, a balloon malfunction occured. The lesion, in the circumflex artery, was predilated with a voyager balloon. The physician inserted the taxus express2 2.75x12mm drug eluting stent, however it would not cross the lesion. The phsycian noted that the balloon looked as though it had contrast in it and that it had been partially inflated. The device was removed and the physician tried another taxus express2 2.75x12mm drug eluting stent. This device would not cross the lesion and also looked as though it had contrast in it and had been partially inflated. This device was removed. The procedure was completed with a cordis stent. No pt compications occured. Pt status is satisfactory.

Event description:
Same as case #6000089-2006-00404 the complaint were related to each other on the initial MDR's.

Manufacturer narrative:
B5 - additional information